Manufacturer narrative:
Main component of the system and other applicable components are: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2012, product type lead.

Event description:
Information received from the patient reported that they had a revision because the lead components of the implantable neurostimulator (ins) were ¿sticking out¿ of their head. The patient stated that they lead had popped out of the skin and there was about a ½ inch to 1 inch part that stuck out. As an intervention, about 7 days after implant, they opened up the incision to put crushed vancomycin in and tucked the lead back in. The indications for use for the implanted device were noted as spinal pain, headache, and other chronic/intract pain (trunk/limbs). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.